Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a motor stall was confirmed in event logs with no motor stall recovery recorded. It was noted that the patient was at their healthcare provider (hcp) office the day of report and was not feeling well. It was reported that the patient heard their pump alarming the night prior. It was noted that the logs showed a motor stall occurred the day prior at 8:03 am. It was reported that the patient started feeling symptoms of withdrawal the night prior. It was noted that there were no mris or emi interference. It was reported that the patient was recently refilled. It was noted that the pump was used to infuse fentanyl and bupivacaine. It was reported that the exact withdrawal symptoms the patient had was increased pain. It was noted that logs showed a motor stall occurred on (B)(6) 2014 around 8 am. It was reported that there were no issues at refill. It was noted that the logs were read and the pump was updated to try to get the stall to recover with no success. It was reported that the patient went to the emergency room on (B)(6) 2014. It was noted that the patient was doing well. It was reported that the patient¿s pump was used to infuse fentanyl. It was noted that the patient awoke in the middle of the night to pump alarm and increased pain. It was reported that the patient¿s status after the device removal was recovered without sequelae. It was noted that there was a hard motor stall and motor stall exceeded tube set. It was reported that no rotor study and no dye study was performed. It was reported that the pump was used to infuse fentanyl and bupivacaine. It was noted that the cause of the motor stall was not determined. It was reported that there were no other issue ¿d.a.s.¿ just stopped. It was noted that the patient is doing better and receiving effective therapy.

Manufacturer narrative:
Analysis of the pump found gear train anomalies of the motor, corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. Moisture and residue were seen on the inside of the inner cover. Moisture was found on the pumphead gear, gear wheel three and the outside of the motor can. Corrosion was seen on the top side of gear wheel three and the bottom looked similar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.